Manufacturer narrative:
The referenced admission on (B)(6) 2016 was reported under medwatch MFR report #2916596-2016-00937. (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was transferred to the implanting center on (B)(6) 2016 with a driveline infection and exposed lvad. The patient was admitted and underwent four unspecified surgical procedures in an attempt to correct exposed lvad. The event reportedly resolved on (B)(6) 2016. The onset of the infection was reported as unknown. It was previously reported that the patient was admitted on (B)(6) 2016 with fever, chills and pain at driveline site.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.